Manufacturer narrative:
#E2012017. Report late due to asr to individual reporting transition.

Event description:
As per complaint (B)(4), a dental implant had a failure to integrate during a clinical procedure and the implant was explanted. No patient effect was recorded.